Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient (pt) reported previous documented information about the implant being dead since 2015 and implant surgery, clarify that the therapy had not been working for them either since 2 weeks post implant.

Manufacturer narrative:
A correction was made to reflect the most accurate information. The event was not a serious injury however was a malfunction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the device stopped working on (B)(6) 2015 and never was restored. Patient stated she did not want it working either. Patient stated she almost fell from the device as it affected her walking. Patient stated (B)(6) 2015 the device has been dead. Patient stated the device did not work and eventually the charge died. Patient reported being frustrated and had pain from it. Patient stated she had 16 surgeries unrelated to implant. Patient stated this spinal cord stimulation (scs) surgery was the most vicious one. No further complications were reported/anticipated.